Manufacturer narrative:
The lot number is unk; therefore, no review of the device history record could be performed. Infection is a well known potential complication of this type of procedure. The IFU which accompanies each device states in the section labeled: adverse reactions- that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physician who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.

Event description:
It was reported that following a posterior procedure in 2007, the pt experienced pain in her right lower buttock area 3 mos later. Upon examination, the doctor felt a tubular structure inside the pt's right buttock area. Culture test results were negative. The pt was treated with antibiotics. The next month, the doctor removed a portion of the right distal arm and surrounding infected tissue containing some draining pus. Twenty-four days later, the doctor felt a mass in her left buttock that was painful to the touch. CT revealed left sided perirectal abscess (1 cm in diameter, 3 cm in length). The pt was experiencing pain during intercourse. Especially deep inside her vagina. The next month, the doctor removed a portion of the left distal arm including the perirectal fat surrounding the area. A small blood vessel was severed and there was a significant amount of bleeding. The blood vessel was identified, grasped, and cauterized. The perirectal tissue was sent to microbiology for aerobic and aerobic cultures. The mesh was grasped with pickups and clipped in the midline in a longitudinal fashion until the area felt less taut and there was not ridge noted. Pt is currently recovering from the surgery but has developed a hematoma formation and another CT was ordered.

Event description:
(B)(4).

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced anemia, perirectal mass treated with antibiotics, minimal improvement, excision of mesh/abscessed tissue, dyspareunia, painful area on proximal edge of the posterior mesh, recurrent abscess on left buttocks with subsequent excision of left perirectal mesh arm and inflamed tissue and revision of posterior mes, dyspareunia, trouble with defecation requiring constant use of stool softeners, irregular bleeding, pain in left side of incision, underwent revision of abdominal incision, trachelectomy, additional revision of posterior mesh, mid- posterior bulge with pain, dyspareunia, some fecal incontinence, urinary frequency and back pain.